Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-may-2018 with the following findings: during investigation, the bolus history showed evidence of cancelled boluses due to occlusion alarms. Manually performed a normal 10u bolus & a 10u audio bolus successfully. Both were accurately recorded in the pump history (see photos). Bolus history found to be recording properly. No hypersensitive or stuck keys were observed on the keypad. Unable to duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; the bolus delivery is allegedly not being recorded in the pump history. There is no indication the alleged product issue caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.